Manufacturer narrative:
This follow up report is being drafted to include the following sections h4, h6, h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the device has exceeded its useful life, the probable cause of no image output is related to the charge-coupled device unit failing due to deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was confirmed due to faulty charge-coupled device unit. The cable shortage was causing intermittent noise and discoloration in the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the hd autoclavable camera head is unable to display images. There was no patient involvement, no harm or user injury reported due to the event.